Event description:
Leakage has been recognized immediately after connecting the pt. The blood loss was 10 ml. No pt harm and no medical intervention was needed.

Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibres. No further info is expected for this specific event and the case ID considered closed. The root cause of this event cannot be determined.